Event description:
It was reported that device was used during a tah procedure. It was reported that the device was fired and staples did not form properly. Another device was used to complete the case. There was no consequence to the patient.